Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported he experienced hyperglycemia of approximately 400 mg/dl on (B)(6) 2013-(B)(6) 2013, and he delivered insulin via the infusion device as treatment. He failed to report to work on (B)(6) 2013, and a colleague informed the police. He was found unconscious and transported to the hospital, and his blood glucose was 790 mg/dl. The type of treatment provided was unknown. He regained consciousness on (B)(6) 2013 and was discharged from the hospital on (B)(6) 2013. He reported he experienced a hypoglycemic coma and then hyperglycemia after. No further information was provided. The infusion device was requested for evaluation due to report of inaccurate delivery.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump was tested on the diagnostic test system and meets the specifications. The bluetooth functions of the pump and the pairing with the meter were tested and meets the specifications.